Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a training issue, no investigation of the product is required. This is a final report. Adc customer service educated customer about the expiration date on the vial of strips.

Event description:
A customer called in asking about expiration date on the bottle of strips and stated he was unsure if the meter was giving him accuracy. The customer reportedly experienced lightheadedness and emesis and went to the emergency room, where he was told his glucose level was about 600mg/dl. The customer further reported being diagnosed with hyperglycemia and unspecified "thyroid" condition and treated with two shots of insulin and saline intravenous infusion to counteract the event. There was no report of death or permanent impairment associated with this medical event.